Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call motor error alarm, cosmetic damage and high blood glucose levels. Customer's blood glucose level was 403 mg/dl. Customer treated their high blood glucose via insulin pump. Troubleshooting for motor error alarm was performed. Customer was able to rewind the insulin pump and the motor error alarm occurred more than once in a 30 day period. Troubleshooting for cosmetic damage was performed. Customer advised the lcd display screen was scratched. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.